Manufacturer narrative:
Siemens healthcare diagnostics filed initial MDR 1219913-2020-00120 on may 13, 2020, MDR 1219913-2020-00120 supplemental 1 on july 28, 2020, MDR 1219913-2020-00120 supplemental 2 on september 11, 2020 and MDR 1219913-2020-00120 supplemental 3 on october 19, 2020 for a false positive atellica im toxoplasma igg (toxo g) result. Additional information - 12/07/2020 siemens has concluded the investigation for a false reactive patient result on atellica im (aim) toxoplasma igg (toxo g) lot 258 compared to the nonreactive from alternate methods. This patient was monitored since (B)(6) 2019 on a different platform and since customer switched to aim, the patient consistently recovered reactive with 3 different draws. The customer's calibration data was reviewed and was comparable to release. Quality control was in range while the patient results were obtained. Atellica im toxo g siemens analytics service (sas) data from march 2019 to june 2020 and lot 258 recovered similarly for interpretation rates with the previous lots. Siemens reviewed internal data for mean control recovery comparing lots 252 to 258, and lots 258 to 260, which showed the same trend; lot 258 was elevated compared to lots 252 and 260. Further analysis of the sas data for mean patient recovery across several reagent lots verified that lot 258 was elevated compared to lots 252 and 260 globally and in france. The atellica im toxoplasma igg (toxo g) instructions for use (IFU) states, "the magnitude of the measured result above the cut-off value is not indicative of the total amount of antibody present in the sample." Siemens initiated an internal study that included toxo g lots 258, 260 and 262, (B)(4) normal patient samples from siemens and fifty (B)(4) patient samples from france. The patient samples from france for the internal study were purchased by siemens from an approved supplier and french acquisition company (inospecimens niobank). All samples were tested in replicates of 3 (n=3). The final interpretation was the same for all patient samples across all reagent lots, with the exception of 1 sample from siemens. That sample was near the cutoff of 10 iu/ml and recovery was within acceptable precision at that level. The customer treated the samples with heterophilic blocking tube (hbt) and atellica im toxo g results were nonreactive, indicating this is a sample specific issue. The atellica im toxo g IFU states, "patient samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results" the calculated specificity for this customer for lot 258 is 1236/1237= 0.999 x100= 99.9%. The initial relative specificity results in the atellica im toxo g IFU range from 97.7%- 99.8%. Based on the investigation results, a product performance issue has not been identified. No further evaluation of the device is required. The type of investigation, investigation findings and conclusion codes have been updated to reflect the investigation results. Reference section h6 of this report for the final codes for this event.

Manufacturer narrative:
Siemens healthcare diagnostics filed initial MDR 1219913-2020-00120 on may 13, 2020 and MDR 1219913-2020-00120 supplemental 1 on july 28, 2020 for a false positive atellica im toxoplasma igg (toxo g) result. Correction 1: section b5 of initial MDR 1219913-2020-00120 (filed 05/13/2020) states, "the result was reported and questioned by the physician...". However, additional information provided on 08/18/2020 stated that there is no information regarding the questioning of the discordant result by the physician. It was confirmed that patient was being monitored in this laboratory throughout her pregnancy. Correction 2: section b6 of initial MDR 1219913-2020-00120 (filed 05/13/2020) lists march 31, 2020 as the test date for sample identified as "(B)(6)" and sample identified as "(B)(6)". However, additional information provided on 08/18/2020 stated that these samples were not tested on the same day, but tested in the beginning of april 2020. Exact test dates were not provided. Siemens continues to investigate.

Manufacturer narrative:
Siemens healthcare diagnostics filed initial MDR 1219913-2020-00120 on may 13, 2020, MDR 1219913-2020-00120 supplemental 1 on july 28, 2020 and MDR 1219913-2020-00120 supplemental 2 on september 11, 2020 for a false positive atellica im toxoplasma igg (toxo g) result. Additional information 09/26/2020: siemens completed an internal study on atellica im system for toxoplasma igg (toxo g) assay. During the study toxo g reagent lots 258, 260 and 262 were used. Toxo g reagent lot 252 expired on august 9th, 2020 and was relabeled to reagent lot 997. Results generated with lot 997 were solely for informational purposes. Fifty (50) normal patient samples from siemens and fifty (50) patient samples from france were tested in replicates of 3 (n=3). The final interpretation was the same for all 50 samples from france and for 49/50 patient samples from siemens. The one siemens normal patient sample was reactive with reagent lots 997, 258 and 260 and equivocal with reagent lot 262. This is a cut off sample (10.0 iu/ml) and recovery was within acceptable precision at that level. Siemens continues to investigate.

Manufacturer narrative:
Siemens filed initial MDR 1219913-2020-00120 on may 13, 2020. Additional information from 06/30/2020: quality control results were in range at the time when the false positive atellica im toxoplasma igg (toxo g) was obtained. Additional information from 07/03/2020: siemens additional patient data via siemens remote services (srs) from march 7, 2019 to june 26, 2020. The rate of result interpretations for reagent lot 258 remains similar and comparable with the other reagent lots reviewed. Lot 247, lot 249, lot 251, lot 252, lot 258, lot 260. Negative: 7790 (85.9%), 8572 (79.3%), 41958 (83.0%), 119409 (85.0 %), 53958 (83.7%), 39883 (87.3%). Equivocal: 116 (1.3%), 101 (0.9%), 708 (1.4%) , 1533 (1.1%) , 541 (0.8%) , 438 (1.0%). Positive: 1158 (12.8%), 2133 (19.7%) , 7904 (15.6), 19590 (13.9%), 9989 (15.5%), 5378 (11.8%). Total : 9064, 10806, 50570 , 140532, 64488, 45699. Additional information from 07/23/2020: the customer tested another sample from serotheca and observed an atellica im toxo g neat result of 10 iu/ml, a result of 0.110 iu/ml using heterophilic blocking tube and a result of 131.2 iu/ml using non-specific antibody tube. Customer indicated that the date of the pregnancy is (B)(6) 2019. No other patient information was provided. There is 1 ml serum available from a new drawing at the customer site, but since post hbt testing the result was negative, indicating heterophilic antibodies were the cause of the initial false positive atellica im toxo g result, further testing by siemens is not required at this time. Based on information obtained by siemens, the calculated specificity for atellica im toxo g lot 258 is 1236/1237= 0.999 x100= 99.9%. Per the assay instructions for use, initial relative specificity is 98.6%. Siemens has requested confirmation of customer information to confirm the current calculated specificity for atellica im toxo g lot 258 specificity. Siemens continues to investigate.

Manufacturer narrative:
The cause of the false positive results is unknown. Siemens has reviewed 13 months of patient data. The data included 338,073 results from (B)(6) 2019 to (B)(6) 2020 and toxo g reagent lots 235, 239, 243, 245, 247, 249, 251, 252 and 258. The rate of result interpretations for reagent lots 252 and 258 recover similar and comparable with the other reagent lots reviewed. The instruction for use (IFU) states in the interpretation of results section: "results of this assay should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instruction for use (IFU) states in the limitations section: "specimens collected in the early stages of infection may have igg levels that are classified as negative. In geographic regions that have an apparent low prevalence of toxoplasma igg in asymptomatic populations, the positive predictive value of any assay is reduced due to the increased possibility that a positive result is actually falsely positive. As with all in vitro diagnostic assays, each laboratory should determine its own reference range(s) for the diagnostic evaluation of patient results." Siemens is investigating.

Event description:
A false positive atellica im toxoplasma igg (toxo g) result was obtained on (B)(6) 2020 for one patient. The result was reported and questioned by the physician because the patient's previous toxo g results for this patient were negative on an alternate method. The customer tested a total of 3 different samples from the same patient using atellica im toxo g and positive results were obtained for all samples. The customer provided additional results from alternate methods for this patient; results were negative. A corrected report was issued. There is no indication that treatment was altered or prescribed or adverse health consequences due to the false positive toxo g reported result.